Manufacturer narrative:
The reported complaint that "the autopulse li-ion battery sn (B)(6) is stuck and will not release from the autopulse platform sn (B)(6)" was confirmed based on visual inspection. The battery was returned stuck inside the platform, but it was removable. The likely root cause for the reported complaint was damaged guide pins, likely caused by user mishandling, such as a drop. Upon visual inspection, the guide pins were damaged, likely due to mishandling, such as a drop. The status leds of the battery showed three amber lights. The battery passed charging in a known good autopulse multi-chemistry battery charger (mcc), and the status leds on the battery showed four solid green lights after the conditioning cycle and successful charging attempt. Due to the complaint's nature, further functional testing was not performed. Battery archive download and review is also not necessary.

Event description:
The customer reported an autopulse li-ion battery sn (B)(6) is stuck and will not release from the autopulse platform sn (B)(6). The battery release switch does not fully release the battery. No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided. Please see the following related MFR report: MFR #3010617000-2023-00818 for the autopulse platform.